Event description:
It was reported that the patient underwent a tlif spinal fusion at l5-s1 using rhbmp-2/acs with a peek cage on (B)(6) 2010. Although patient noticed improvements in his recurrent radicular leg pain and lower back pain, his symptoms and pain eventually returned. On (B)(6) 2011, patient underwent an exploratory revision surgery during which heterotopic bone growth was identified and removed, also noted was a significant amount of scarring. Post-operatively, patient experienced modest improvements in his chronic pain but his pain has returned and is now worse. Patient has recurrent pain, and a revision is scheduled for 2014 for removal of the existing hardware and cleaning up of the nerve root. The near-constant pain has resulted in weight gain, depression, and a decreased level of function in patient. He is has bone overgrowth, nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.